Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
While activating a vial-mate adaptor to reconstitute medication, it was observed that the vialmate cored the stopper prior to transferring reconstituted medication back into bag and administering to patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11: the actual device and a photograph of the sample were provided for evaluation. Visual inspection was performed and a black/grey particle was noted floating in the solution of the vial. A functional test was performed, and no reconstitution issues were noted with the vial-mate adapter during the test. The reported condition was verified. The cause could not be determined; however, is most likely due to a stopper coring issue during the activation process as the vial-mate adapter is not manufactured with any material or component that is dark gray or black in color. Should additional relevant information become available, a supplemental report will be submitted.